Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced adhesive event as the tape was not sticking on (B)(6) 2026. The patient reported experienced skin irritation after insertion of the infusion set. No further information available.